Event description:
Subsequent information was received indicating that this crt-d was explanted for an unrelated reason and returned for analysis. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right atrial (ra) lead exhibited low out-of-range (oor) pacing lead impedance (pli) measurements of less than 200 ohms along with low p-waves of 0.1 mv. On review, p-waves were found to be low and have dropped. They were not able to recreate at all with pocket manipulation or isometrics. The device was programmed to vvi mode due to patient being in atrial fibrillation (af). Boston scientific technical services (ts) discussed about noise discriminators and stated that it is likely a potential lead issue. Additional information indicated that the cause of low oor pli was not conclusively identified. The patient will continue to be closely monitored. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device did not declare elective replacement indicator (eri). Battery status of the device upon return was beginning of life (bol). Longevity calculations confirm that the device was depleting normally. The device was subjected to and passed all automated therapy verification testing, which confirms proper operation of the pacing, sensing, and shocking functions of the device, as well as lead impedance and telemetry function testing. The allegation from the field was not confirmed or duplicated through testing and detailed analysis. It is concluded that the device meets specifications.